Event description:
It was reported that during a remote transmission, this right ventricular (rv) exhibited high out-of-range (oor) shock impedances for approximately the last five months, measuring greater than 200 ohms. The rv lead was further assessed during the generator change procedure. The lead was examined under fluoroscopy as well as tested by performing two defibrillation threshold (dft) test. Two dft tests were performed to assess the lead, one on the old generator, and one on the new. The dft test performed on the old generator yielded an error message. The dft test performed on the new generator resulted in a shock impedance of 123 ohms. No evidence of a lead fracture observed under fluoroscopy. Technical services was consulted. Technical services advised that once this error message is observed on a high energy shock lead, we can no longer trust the ability of the lead to deliver all the energy when necessary and recommended the lead be replaced. The patients vein was assessed and found to be occluded, therefore a new lead is unable to be implanted at this time. The plan is to continue to monitor the rv lead with potential lead extraction in the future. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that indicated a few months after this initial attempt to revise the lead, the lead was able to be successfully surgically explanted and replaced with a laser. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to denote surgical intervention.

Manufacturer narrative:
Code 3191 was used to capture the additional intervention- defibrillation threshold (dft) test performed during routine generator change due to out of range shock impedance.

Event description:
It was reported that during a remote transmission, this right ventricular (rv) exhibited high out-of-range (oor) shock impedances for approximately the last five months, measuring greater than 200 ohms. The rv lead was further assessed during the generator change procedure. The lead was examined under fluoroscopy as well as tested by performing two defibrillation threshold (dft) test. Two dft tests were performed to assess the lead, one on the old generator, and one on the new. The dft test performed on the old generator yielded an error message. The dft test performed on the new generator resulted in a shock impedance of 123 ohms. No evidence of a lead fracture observed under fluoroscopy. Technical services was consulted. Technical services advised that once this error message is observed on a high energy shock lead, we can no longer trust the ability of the lead to deliver all the energy when necessary and recommended the lead be replaced. The patients vein was assessed and found to be occluded, therefore a new lead is unable to be implanted at this time. The plan is to continue to monitor the rv lead with potential lead extraction in the future. The rv lead remains in service at this time. No adverse patient effects were reported.